Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user underwent a right hip replacement procedure on (B)(6) 2015. Following the procedure, the surgical incision was covered with an aquacel dressing. Approximately one week later, the end user presented to the emergency room (ER) and complained of blisters around the adhesive portion of the dressing and itchy hives on his back and buttocks. The end user had reportedly suffered an "allergic reaction" and, as a result, the dressing was removed. Upon removal, it was noted blisters had also formed under the adhesive portion of the dressing, surrounding the incision site. The area was reportedly warm to the touch. The ER staff cleaned the affected area with saline and applied a thin sterile ointment (unknown name) over the blisters. New dressings were also applied and secured with paper tape. The end user was given a prescription ointment (unknown name) to apply to the area. Reportedly, the end user also suffered a reaction to the new dressings and tape and was scheduled to see a specialist for further treatment.